Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
The healthcare professional reported that, during intraocular lens (iol) implant procedure, the iol got stuck in the device and would not go out despite using the correct viscoelastic and following proper steps. After removing the iol from the injector, it showed that one haptic was twisted which was the reason why it was stuck. There was patient contact but no patient harm. The surgery was completed.